Manufacturer narrative:
G4 date for the initial report was reported incorrectly. The correct aware date for the initial report is (B)(6) 2020.

Manufacturer narrative:
The pod was received with the cannula deployed and needle retracted. The cannula measured the correct length according to specification and did not appear damaged. After investigation of the needle mechanism, no issues were found that would result in the cannula failing to deploy as intended. Although no problem was found with the device, we cannot determine when the device deployed, and the reported event could not be determined. Omnipod dash insulin management system ¿ user guide: model: 18320, 18296-eng-aw rev b 06/18. Changing your pod: chapter 3 / pages 48; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
It was reported that the cannula did not fully deploy when the pod was activated; this indicates a needle mechanism failure. The pod was worn for only a few minutes and there were no blood glucose levels provided.